Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead possibly dislodged post implant procedure. It was also reported there was atrial undersensing and atrial pacing noted on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.